Event description:
It was reported the patient needed emergency stitches due to a ¿bubble¿ on their back. The reporter stated the wire was frayed and the ¿bubble¿ was seeping. It was noted that the patient¿s wife noticed it first. It was further noted that when the patient needed steroid injections they met with a manufacturing representative to get programming done and the representative also noticed the ¿bubble.¿ the reporter stated that programming was done to cover their right side. The reporter further stated they could not sleep or lay on it. It was noted the patient saw their healthcare professional (hcp). It was further noted the hcp put an ¿inclusive¿ bandage on it. The reporter stated they saw another hcp who scheduled the patient for surgery. The reporter further stated that the hcp told them that the wire had frayed and rubbed against the skin and punctured it. It was noted the patient stated the hcp ¿saw inside and outside part.¿ it was further noted the hcp cultured it and gave the patient antibiotics that they were still taking. The reporter stated the patient was to go back in on (B)(6) 2014, but this time they would only be under local anesthesia for the procedure. The reporter further stated they were not sure if the lead was taken out or what happened to it. It was noted the patient¿s implantable neurostimulator (ins) was functioning fine and stimulation was relieving their pain at least 50%. It was further noted that stimulation was causing the patient pain. The reporter stated they had to squat for everything because they sense the pain like a rose thorn poking them. The reporter further stated they had to adjust the sensing function of stimulation five times to get the right level of stimulation that they need. It was noted the patient¿s procedure was on the fourth, but they need to be unrestricted to work by (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient would be having his system explanted on (B)(6) 2014. Additional information received reported that the patient did have his system explanted on (B)(6) 2014. It was noted that everything went well during the surgery. It was stated that the patient is severely diabetic and when the infection developed at his spine he was fearful of having the system explanted, as it was providing up to 90% pain relief, so he let the infection fester for weeks before showing his healthcare provider. It was further stated that by that time, the incision had come open a bit and was "weeping." It was noted that during the explant procedure the pocket holding the ins was filled with puss and was "clearly very infected." It was further noted that cultures were taken. It was stated that the patient is recovering fine, but is feeling chronic pain due to the absence of his system. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was always cold, even with the temperature 50-60 degrees. The patient was reportedly wearing long sleeves, a sweatshirt type coat, and sleeping with an electric blanket. When it was 75-80 degrees out the patient reportedly was still wearing winter type clothing. The feeling of always being cold started about a month ago. The patient had not tried turning stimulation off to see if it helped. It was reported the patient had screws in his back which caused nerve damage, which was the reason for the implant. The patient tried decreasing stimulation, but the issue remained. The patient has had the device adjusted 3 times. It was noted there was a "bubble" on the patient's back the size of an orange which started at the end of february. It was noted the patient had to have emergency surgery at the end of february due to the "bubble" on the patient's back. It was noted the physician sutured the lead down and said a "wire was frayed." It was noted the physician was unable to remove the stitches on "(B)(6)" because the wound was still leaking. It was noted the manufacturer representative (rep) was at this appointment. It was reported 2 saturdays ago, the physician went in and cleaned out the wound. It was noted the "thing the lead screws to" looked like it was popped up. The physician re-stitched it, put in some packing, and resealed it. The patient went in for follow up 1 week later, and the physician stated it was "ok" but the wound started leaking again about 3 days ago. It was reportedly not leaking "bad" and the patient was putting a bandage on it. The patient was redirected to the health care provider.